Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl powerpicc catheter. A gross visual inspection of the returned catheter found that a complete break had occurred on the catheter tubing between the 3 cm and 4 cm depth markers. Microscopic inspection of the break site found that the fracture surface was smooth and the edges were angular, features typically associated with instrument damage. However, no striations or other patterns were identified which could further support instrument damage as a root cause. Based on the available evidence, factors which may have contributed to the reported event were identified. However, there was not enough evidence to conclusively determine how the break occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that thirty minutes after the start of administration of the rgc, the patient's mother called the nursing team because the rgc had spilled on the floor: the nurse noticed that the catheter inserted the previous day was no longer in place: the catheter had been ¿cut¿ after the wings of the securacath 3fr reference (B)(4) (it was still firmly in place and clipped in place). Part of the catheter is still in place, causing blood loss. Compress puncture site and remove catheter. Attempt to insert a peripheral venous line fails, requiring anesthetists to intervene. New order of rgcs from efs. Scheduling of an emergency visit to the operating room for a new cvc insertion.